Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to hospital policy; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported after multiple revision left hip procedures, the patient experienced instability and dislocation. A closed reduction was attempted but unable to be completed due to disassociation of the retaining ring found under fluoroscopy. The patient was then revised approximately 2.5 years after last revision. It was noted a pseudocapsule was debrided, and the shell, head, and liner were exchanged without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: joint fluid sent for gram stain and culture came back no white cells and no bacteria noted yellow brown fluid encountered, pseudocapsule debrided previous cup noted to have 10° anteversion, new cup placed with 5 screws while trialing the liner: 'with the constrained offset 10° directly superiorly, there was impingement occurring anteriorly. With it directed more at the 3:00 position, there was some minor impingement in extension and external rotation. This was accepted as the patient had been chronically having a problem with flexion' cup, head, liner replaced without complication part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined, however, the use of a freedom liner and tm shell are not compatible items, it is unknown if this combination caused or contributed to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.